Event description:
Caller reported encountering multiple intermittent occlusions, indicating an issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, and there was no reading labeled as ¿high¿ on the cgm, showing that there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Cts conducted a pump system check, instructed the customer on specific troubleshooting steps, and provided storage mode instructions. Ultimately, a replacement pump was sent. Reportedly, customer continued to use the pump for insulin therapy until the replacement arrived.